Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "left total knee revision for loosening". Update 01/25/2018: rep indicated that the femoral and tibial implants were loose.

Event description:
As reported: "left total knee revision for loosening". Update 01/25/2018: rep indicated that the femoral and tibial implants were loose.

Manufacturer narrative:
An event regarding loosening involving an scorpio femoral was reported. The event was not confirmed. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: the femoral component has adequate size and position with at least on x-ray stable cemented fixation. At least on the x-ray was loosening quite evident on the tibial side, much less or hardly on the femoral side although x-rays may at times provide no clear evidence for loosening due to projection or other problems. This lateral x-ray is not perfectly centered in lateral direction but slightly oblique. This prevents optimal visualization of the femoral implant-cement-bone interface. So, femoral loosening cannot be confirmed on x-ray although anyhow the degree of loosening was much more extreme on the tibial side and much less pronounced on the femoral side despite the intraoperative report of loose femur and tibia. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.